Event description:
It has been reported to philips that a message appeared stating that only low load fluoro was available. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information the system was in clinical use and delayed by approximately 15 mins during coronary diagnosis. The philips field service engineer (fse) inspected the system onsite and confirmed that an error message low fluoro. Upon functional test fse found the issue was occurring due to the transformer was powered off. After powering on the issue was resolved and system was returned to use in good working order. The codes were updated based on the investigation outcome.